Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized on (B)(6) 2024 due to low blood glucose and seizures. No further information available.